Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 23.2 cm and 24.2 cm from the connector pin. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high impedance and a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.